Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the pt is needing an MRI. Caller reported that the pt said the scs is not working and is going to be removed next month at the va center. Caller had no additional info to provide and was not with pt at time of call. No symptoms were reported.